Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the battery compartment was undamaged and a battery cap was not returned with the pump. A test battery cap was able to fit securely. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture corrosion on the printed circuit board and a piece was missing. The no power complaint was unable to be adequately investigated.